Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a device upgrade, low sensing and decrease in impedance were observed. During the surgical procedure, lead damage was noticed. As such, the lead was explanted and replaced.